Manufacturer narrative:
The device was returned for analysis with the hypotube separated. The reported kink was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during preparation for use and/or advancement onto the guide wire resulted in the reported/noted kink, the noted multiple bends and ultimately resulted in the noted shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.0 x 8 mm nc trek device referenced is being filed under a separate medwatch report number. Exemption number e2019001.

Event description:
It was reported that during preparation, the shafts of a 2.0 x 8 mm and a 3.5 x 12 mm nc trek balloon catheter became kinked. Therefore, a non-abbott balloon catheter was used to successfully complete the procedure. There was no patient involvement. No additional information was provided. Returned device analysis revealed that both devices were used and that the hypotubes were separated.